Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va31vdu, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-07 additional information was received from the manufacturer representative. The rep provided information from the patient's most recent visit with their implanting physician. It was reported that the patient was having discomfort over the ins. The patient reported swelling over the site. The patient feels that the ins had migrated down and did spin. The patient had to turn the intensity up on the ins. The patient was feeling stimulation in the perineal region. The patient reported that programs 3 and 4 seemed to work the best. The patient was having difficulty connecting to the ins. The patient also reported hip pain with increasing intensity and that the device seemed to be more prominent. The incision itched. The hcp discussed continuing with the ins and adjusting programming. The hcp also discussed the new altaviva implant. After the discussion the patient would like to try intravesical botox. The patient will call with any questions or concerns prior to follow-up.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient was experiencing a lead migration. Issue was not resolved and is ongoing.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va31vdu); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026-feb-05 additional information was received from the manufacturer representative (rep). The rep reported that the physician verbalized that the cause of the issues was the ins flipping in the pocket. At this time it was not causing the patient discomfort so they had elected to keep in and has had a botox injection instead. Nothing further to be done at this time per the patient and provider. At this time the device was still implanted and nothing further was requested by the doctor.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va31vdu product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.